Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: us157860, lot: 999480, m2a-magnum pf cup 60odx54id; part: 157454, lot: 384580, m2a-magnum mod hd sz 54mm; part: 13-103208, lot: 806090, taperloc por red/lat 15x150. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02366, 0001825034-2021-02367, 0001825034-2021-02369.

Event description:
It was reported patient is experiencing pain and feels something is not right in his hip approximately 14 years post implantation. When patient was first implanted he had issues with drop foot and not being able to get up on his toes and found the nerve was pressed under the prosthesis. Attempts to obtain additional information have been made; however, no more is available at this time.